Event description:
The customer reported that the system locked up. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The 5vdc power supply and associated connections were evaluated and repaired. The power supply voltage was returned to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.